Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
The distal balloon could not be inflated. The physician had completed 2 segmental areas and switched device to other leg. Balloon could not be inflated. An additional device was opened. The second trellis' distal balloon could not be inflated after 1 section. The device was removed from the sheath with some difficulty. The trellis balloon was damaged and unable to inflate. Investigation of the first returned trellis device used in this procedure on september 22, found the distal balloon chamber material was missing: a small segment of balloon material on the catheter exhibited radial tearing. The proximal balloon chamber material was missing: a small segment of balloon material on the catheter exhibited radial tearing. Investigation of the second trellis in this procedure found approximately half of the distal balloon material was not returned. The distal balloon chamber material exhibits radial tearing. The proximal balloon appears to be intact. Reference MDR 2183870-2014-00248 for the other trellis used in this procedure.